Event description:
It was reported that a balloon rupture had occurred. A tibialplasty procedure was being performed. The 2.5mm x 80mm x 150cm coyote balloon ruptured on the first inflation at nominal pressure. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Device returned to manufacturer: the 2.5mm x 80mm x 150cm coyote balloon catheter was returned and analysis was completed. The investigation found the balloon to be loosely folded and the device was bloody. Analysis of the tip, balloon, markerbands, inner and outer shaft included microscopic and visual inspection. Analysis revealed a pinhole in the balloon material that was 77mm from the tip of the device, and the tip was damaged. The hole in the balloon confirmed the complaint of the balloon having ruptured. Inspection of the rest of the rest of the device found no other damage or defect.

Event description:
It was reported that a balloon rupture had occurred. A tibialplasty procedure was being performed. The 2.5mm x 80mm x 150cm coyote balloon balloon ruptured on the first inflation at nominal pressure. The procedure was successfully completed with a different device without issue or patient injury.